Manufacturer narrative:
Investigation: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. DHR could not be performed due to unknown lot#. Root cause could not be determined.

Event description:
It was reported that during use of the bd insyte¿ autoguard¿ shielded IV catheter there was leakage around the catheter when the cannula was retracted. The following information was provided by the initial reporter: after the cannula retracted, blood leak from the around of catheter.

Manufacturer narrative:
Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed device manufacture date: unknown.

Event description:
It was reported that during use of the bd insyte¿ autoguard¿ shielded IV catheter there was leakage around the catheter when the cannula was retracted. The following information was provided by the initial reporter: after the cannula retracted, blood leak from the around of catheter.